Event description:
It was reported that the backrest on this bed was stuck in the upright position and would not go down. It was also reported that allegedly the CPR release did not function properly. No injuries were reported.

Manufacturer narrative:
Weld.